Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. During a systems check with tandem technical support, the occlusion was found to be within the cartridge. The customer's blood glucose level was 600 mg/dl, elevated blood glucose was addressed with a correction bolus via the pump after the customer changed the cartridge to resolve the occlusion. Insulin therapy was resumed.